Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals were observed to be cracked prior to loading. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The devices have been returned to the factory and are being evaluated. A supplemental report will be submitted when the evaluations are completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot number. There was no nonconformance recorded in the lot history. (B)(4).